Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
A manufacturer representative reported that patient had lumbar surgery and was not feeling stimulation after the surgery. The patient was not feeling stimulation with amplitude at maximum. The impedances were all high but not out of range. The impedances were 30,000 plus when testing at 3.0 volts. Reprogramming was tried. The patient was scheduled to see their doctor to decide if revision was appropriate. The indication for implant was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.